Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an open condition was found within the device's power cord. The device's power cord will be replaced to address the issue. Device has been evaluated but not yet repaired.

Manufacturer narrative:
Initially it was reported that no patient harm or injury occurred. Additional information was received indicating the patient expired on (B)(6) 2014. An investigation is still ongoing for this issue. Although the device was returned for evaluation, this issue is under litigation and the device is not available at this moment for evaluation. A follow-up report will be submitted when the manufacturer's investigation and evaluation is complete. Investigation ongoing.

Manufacturer narrative:
The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.